Event description:
An email was received with an attached medwatch report number mw5184335 with regards to a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch, in which it was reported that during the first dose of fam-trastuzumab deruxtecan infusion and after only 1.7ml infused of the primed volume a leak occurred at the filter site. There was patient involvement and no reported patient harm.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.